Event description:
Caller reported the pump is defective; does not move after 70-80 units. No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device no return due to custom/legal issues.